Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a partial hepatectomy, while firing of the portal vein, surgeons tried to fire the first handle, but it did not fire at all and made a cracking sound. They changed the handle, but it was only fired partially then stopped and made a cracking sound. The surgeon then clamped and sutured to complete the case. There was no patient injury.